Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have had 4 bypass surgeries and it's due from using the affected device. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that there was no report of medical intervention required. After review, it was determined that medical intervention was required as the patient alleged to have had 4 bypass surgeries. The health effect impact codes have been updated as a result. In addition, the manufacturer received new and relevant information on (B)(6) 2022 from the patient alleging cough, dry mouth, and difficulty breathing. Health effect clinical codes have been added as a result.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have cough, dry mouth, difficulty breathing and had 4 bypass surgeries. The reported events and their reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-91426. This report was submitted as a duplicate report of the previously submitted report.